Manufacturer narrative:
One opened probe was received, in a blister. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photos were reviewed by the manufacturing site. Photo one shows a label with reported lot number. Photo two show a probe with other components in a blister. Reported issues cannot be confirmed from photos. The returned sample was found to be functionally conforming; therefore, probe was not cutting as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that probe was not cutting in the right eye during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed by replacing the probe. The product came into contact with the patient, there was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).